Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload was partially fired from the one picture received. Pmv performed functional testing could not be done due to the lack of the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
During a sleeve gastrectomy, when dr. (B)(6) fired the reloads at the antrum of the stomach there was a resounding crack sound from the stapler and some of the staples did not form properly. When was the problem noticed: during-procedure. Patient involvement? Yes. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30 mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received on 21 jan 2017 did the device fire the full linear range of the reload? Yes, but the staples only formed properly on the proximal and distal end; those in the middle didn't. Did the device partially fire? No, the device fully fired. Was the staple line incomplete? Yes. If yes, how was the incomplete staple line fixed (over sewed, resected and re-stapled, conversion to open procedure, etc.)? The incomplete staple line was over sewed. If the staple line was over sewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure? No, since it was a sleeve gastrectomy being performed, the staple line would be over sewed anyway. It was not particularly for precluding any impairment. Was a new stapler fired over the original staple line or did additional tissue have to be transected to complete the procedure? No, the surgeon simply over sewed the staple line. Can you confirm that product is available and will be returned for evaluation? Yes, it has already been returned. What is the product ID and lot number for the handle used with this reload? N/a. If the customer cannot report the product ID and lot number, was it a legacy universal (such as 030403, 030449, egiaunivxl), or was it an egia ultra (such as egiaushort, egiaustnd, egiauxl)? It was an egiauxl. What is the etching number of the egia ultra handle used (found on the handle of the device)? N/a. Could you please provide the UDI# (red box) for the handle used in the procedure? N/a . Was any reinforcement material used in conjunction with the stapling device? No. A. If yes, what was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? If a reinforced reload was used, was the reload dipped in saline prior to use? A. If yes, for how long? Did any device component fall into the cavity of the patient? No. If yes, which piece fell in and how was it retrieved? Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500 cc or more due to the product problem? No. If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Should the customer(s) be notified of product analysis results, if available? (Customer response letter) no. Are any photos of the device available?